Event description:
This rv lead was implanted on (B)(6) 2005 and remains implanted at this time. A call was placed to technical services on (B)(6) 2016 wherein a coil to generator is 45 ohms. Techincal service asked reprsentative to turn off and unplug zoll patches, it did not work. They turned off a plasma knife and now impedances are all withing range. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).